Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the black display appearance, alarm beep, and power loss was confirmed based on the results of the investigation, it's likely the black display appearance, alarm beep, and power loss was caused by a failure in the main circuit board. However, a final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not yet returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit had an error where it would shut down and give a black screen, then an alarm sounds. The issue was found during preparation for use. There were no reports of patient harm.